Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer was assisted with troubleshooting and no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly.